Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a lumbar surgery for hardware removal. Intra-op, tip of torx shaft broke. No fragments of the instrument are remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual, microscopic and hardness tests were performed. Visually confirmed approximately ~3mm of instrument tip had been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.